Manufacturer narrative:
The insulin pump was received with a cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked case near display window corners and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage. (B)(4).

Event description:
Customer reported via phone call that there is physical damage to the insulin pump; the reservoir tube lip was broken and the reservoir would fit loosely into the compartment. The patient's blood glucose at the time of incident was 200 mg/dl. Troubleshooting was initiated for the physical damage. The damage occurred while the customer was tightening the reservoir into the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis.